Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device did not run was confirmed. An assessment was performed and it was observed that the device failed check off/oscillation/on switch mode function and the pre-repair diagnostic assessment could not be completed. It was further observed that the control unit coupling was not working, very low output voltage, and the motor with lid with contacts had an unusual noise and vibrated while running. The assignable root cause was determined to be component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the small battery drive device did not run. It was reported that different batteries were used and the device still did not run. During in-house engineering evaluation it was observed that the motor with lid with contacts had an unusual noise and vibrated while running. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.